Manufacturer narrative:
The ultem material has been upgraded to improve the reliability and durability of the instrument handle.

Event description:
The handle of the t-20 screwdriver cracked in the autoclave prior to surgery.